Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'keypad inoperable with some unspecified keys and soft keys on the keypad not responding when pressed' which was reproduced during evaluation as the 4 key was found to not be working. The reported condition was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad with some unspecified keys and soft keys on the keypad not responding when pressed. The event happened during programming. There was no known patient injury or medical intervention associated with this event. No additional information is available.